Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the heart wall. The patient experienced chest pain during breathing and some other random pains. It is noted by visual examination that the rv lead was outside the cardiac border before the revision and the lead tip was not confirmed. A revision was performed and the rv lead was replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance test was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspections of the lead found a cut 190 millimeters (mm) from the terminal pin and in the suture sleeve. The poly insulation sleeve is bunched up 60 and 65 mm from the terminal pin and the gore is bunched in several places. Further, the lead helix is extremely stretched and tissue was observed entwined in the helix. Laboratory testing was unable to reproduce the reported clinical observations.